Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: lateral view shows a complex lumbar construct from l2 to the iliac spine with a grade ii to iii l5/s1 spondylolisthesis. There has been a major midline decompression. Interbody spacers are seen at all fused levels. The iliac screws have broken bilaterally leaving no fixation below the spondy.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op after being struck by a car, it was found that the closed multi-axial screw broke. Patient complications are unknown at this time.